Event description:
Caller reported a malfunction on the tandem pump, specifically citing malfunction code 199, which indicates an issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if any issues arise again.